Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt originally had a knee replacement with surgeon, replacing all components including patella. After surgery the physio had asked him to do a standing jump & patient reported his knee not feeling quite right after the jump. Surgeon explored all options to help patient including mua & scoping patient. Surgeon as last option decided to replace existing patella. Surgeon decided to change from a medial dome patella to anatomic patella. 2 mixes of cmw2 used in primary.